Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: sw app 9735762 stealth s8 app, version #: 2.0.1 h3) no product have been received by the manufacturer for analysis.  Codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case the system went unresponsive. The site waited a moment and then the system responded again, but it happened multiple times. No additional information available.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Testing revealed no faults were found and the system performed as intended. Codes b01, c19, and d14 are applicable to this system checkout. H3, h6) a software analysis was initiated to determine the cause of the issue. Analysis found 4 application session logs present of the issue date. Logs didn't capture any segmentation fault, core file, gpu crash, or database corruption. The 2nd session of logs captured multiple task errors, this might caused of unresponsiveness. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10, and d02 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a five minute delay due to the reported issue. There was no reported impact on patient outcome.